Event description:
It was reported that when using the bd pyxis medstation system, the bottom drawer of the pyxis became jammed, preventing nurses from accessing medications. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bottom drawer of the pyxis got stuck at the lcpsych5 station. The customer stated that the issue was already resolved. The system functioned as intended after the customer resolved the issue.